Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to high capture thresholds and loss of capture, causing more than 2 seconds of asystole on the patient. The patient was received at the hospital with a very low heart rhythm due to the asystole. The patient's pacemaker was explanted and replaced as well on the same procedure, due to normal battery depletion. No additional adverse patient effects were reported.